Event description:
It was reported that the right ventricular lead exhibited intermittent capture and high thresholds. "The was explanted and replaced."

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.